Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 556 mg/dl to 580 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Customer declined to provide the release date, however indicated that the issue was resolved. System check with tandem technical support confirmed the pump was functioning as intended.